Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user was advised to try and use a flat and flexible wafer to avoid pressure between the convex wafer and the hernia. She stated that she uses stomahesive powder in the wound bed to help dry the area. She reported that she uses a little water or barrier wipe over the powder and dry before applying appliance. She informed that her stoma nurse was out of town and that she would contact her as soon as she returned. She was advised to follow up with her doctor if ulcer does not improve or get worse over the next several days. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The complaint was reported as followed: reports that about two (2) weeks ago she noticed a small pimple with a white head at about the 9 o'clock position. She stated two (2) days ago she had prep for a colonoscopy which caused bloating and a sense of pressure. The colonoscopy was performed yesterday. She reapplied her pouching system at the hospital and experienced a leak this morning. When she removed her skin barrier she found that now there is an ulcer where the pimple had been. The ulcer is described as being about one (1) cm round and shallow with a pink moist wound bed. She also has an orange sized peristomal hernia centered behind the stoma and wears a support belt.